Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 7, 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient continued her usual diabetes management routine. At an unspecified time afterwards, the patient experienced the symptoms of blurred vision and headache. She did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, and the meter did power on successfully with both the power button and test strip insertion. The issue was resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.